Event description:
A 6f angio-seal evolution was selected for use. A pre-deployment angiogram revealed a common femoral artery puncture that was suitable for the use of an angio-seal. Forty-eight hours later, the pt heard a ¿pop¿, and a hematoma developed. The hematoma was managed with manual compression, and the pt stayed an extra day in the hospital for observation. The pt was discharged and listed as stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.